Event description:
Received essure implants and then in the last 6 years have had uterine cysts, never had them before. Fibroids also and have had two surgeries, not expecting another one. FDA safety report ID # (B)(4).